Manufacturer narrative:
H4: the lot was manufactured from july 24, 2020 - july 27, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a small indentation mark was observed on the tubing line near the white coil cap. Due to the nature of the returned sample no additional testing could be performed. The reported no flow could not be verified or refuted. The cause of the condition could not be determined; however, the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Age at time of event: the patient's age was not specified however, it was reported that they were a pediatric patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume multirate infusor was kinked and resulted in no flow of analgesic medication. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.